Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 43 mg/dl at the time of the event and also reported a discrepancy between sensor glucose and blood glucose. The customer was hospitalized. The event involved product mmt-7040c9. Troubleshooting was not performed. The blood glucose was 43 mg/dl and sensor glucose was 64 mg/dl and the difference between blood glucose and sensor glucose was greater than 30%. No further patient complications were reported. Product return for mmt-7040c9 is not expected.